Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose symptoms. The patient attempted to administer 3 boluses of 25 units each, but alleges the insulin was never delivered. The patient was almost unconscious. The patient's mother called an ambulance. The paramedic's received a blood glucose result of "hi mgd/l" on their meter. The type of treatment provided by the paramedic's was not provided. The patient was transported to the hospital. At the hospital, the patient was treated for ketoacidosis, but the type of treatment given was unknown. The results from the hospital meter were also unknown. The patient was hospitalized from (B)(6)2017, and spent the first 3 days in the intensive care unit. The infusion device was requested to be returned for product evaluation.